Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7083604

Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure where all device were removed. The explanted device was discarded at the hospital.